Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint was confirmed based on the surgical notes that were provided. Device history record review was performed and identified no deviations or anomalies. A root cause cannot be identified based on the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): a 11-300919, arcos 19x190mm spl tpr dist, 649370; 11-301344, arcos con sz d std 80mm, 906930; 11-107023, freedom constr. Liner +5 sz 24, 821570; 11-107021, freedom constr hd 36mm t1 +9mm, 273000; pm156556, peck rt tflange sz24, 784760; 103538, ti low profile screw 6.5x60mm, 644450; 103537, ti low profile screw 6.5x50mm, 618190; 103533, ti low profile screw 6.5x30mm, 841500; 103533, ti low profile screw 6.5x30mm, 405510; 103534, ti low profile screw 6.5x35mm, 625050; 103534, ti low profile screw 6.5x35mm, 388940; 103534, ti low profile screw 6.5x35mm, 863980; 103539, ti low profile screw 6.5x70mm, 527170; 103535, ti low profile screw 6.5x40mm, 864000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01850, 0001825034 - 2018 - 01851, 0001825034 - 2018 - 01852, 0001825034 - 2018 - 01853, 0001825034 - 2018 - 01854, 0001825034 - 2018 - 01855, 0001825034 - 2018 - 01857, 0001825034 - 2018 - 01858, 0001825034 - 2018 - 01859, 0001825034 - 2018 - 01860, 0001825034 - 2018 - 01861, 0001825034 - 2018 - 01862, 0001825034 - 2018 - 01863, 0001825034 - 2018 - 01864. Remains implanted.

Event description:
It was reported that the patient underwent an irrigation and debridement procedure due to a right hip infection one month postoperatively. Attempts have been made and additional information on the reported event is unavailable.